Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge two times during an attempt to cardiovert a pt. A second defibrillator was used. No adverse pt impact was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge two times during an attempt to cardiovert a pt. A second defibrillator was used. No adverse pt impact was reported.